Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Date of event: unknown. This report is for an unknown quantity of unknown rapidsorb screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the initial surgery for maxillary retrusion using rapidsorb took place on (B)(6) 2016. The patient was on rubber fixation for one week postoperatively; however, it was found that the left upper jaw was becoming shaky gradually. The surgeon decided for revision as synostosis was not completed. The surgeon commented that the plate might be broken, and the screw was loosened; however, this could not be verified due to postoperative decomposition. The revision to fix left upper jaw using titanium plate took place on (B)(6) 2016. Surgery was successfully completed; it was reported that patient is currently having no problems. This report is for an unknown quantity of unknown rapidsorb screws. This is report 1 of 2 for (B)(4).